Manufacturer narrative:
The device was returned to olympus for evaluation. The inspection results are evaluated as plausible. According to the event description, the distal tip of the sheath is broken. During inspection, the damage was confirmed. The cause for the reported issue cannot be definitely determined. The most likely causes are thermo-mechanical fatigue and wear and tear. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the resection sheath had a broken distal end. There were no reports of patient harm.